Event description:
It was reported that a stretched helix was observed during attempted implant of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis noted that the helix was stretched out of specification; elongated helix is consistent with having occurred during procedure. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.